Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that he was admitted to hospital due to hyperglycemia on (B)(6) 2020. Blood glucose level was 450 mg/dl at the time of hospitalization. Emergency medical service dispatched him and taken to emergency room. Customer had little bit dementia possible from steroid for eye surgery. Customer was taken off insulin pump and given a sliding scale for her blood glucose. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was hospitalized. No further details reported. The insulin pump will not be returned for analysis.